Event description:
It was reported that the transfer set separated from their catheter during initial drain on the home choice (hc). The home patient (hp) was connected at the time of the event. The hp had called their registered nurse (rn) who had them clamp the transfer set off. The hp stated they would seek attention to get the transfer set fixed the next day. The tsr assisted the hp to end therapy and removed the cassette. During follow up with the peritoneal dialysis registered nurse (pdrn), it was reported that the transfer set had been replaced since this event. The pdrn stated that there were no visible damages to the transfer set reported. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.